Event description:
Eighteen days after the index procedure for paroxysmal atrial fibrillation (afib) with a varipulse catheter, the patient experienced coronary artery sclerosis treated medically and with hospital readmission. A varipulse catheter was used for pulmonary vein isolation (pvi) and other than pvi, the procedure was completed without any issues. The number of performed ablations were lspv5, rspv7, lipv5, and ripv5 with pfa energy, and the ablations were performed within the pulmonary veins 22 ablations (lspv5, rspv7, lipv5, ripv5). The patient was discharged 2 days after the procedure. Eighteen days after the index procedure, the patient developed coronary artery sclerosis and received medical treatment. The hospital stay was extended. The patient's condition recovered. Then, approximately 4 months after the index procedure, the patient developed post-herpetic neuralgia and received medical treatment. The hospital stay was not extended. The patient's condition was reported as fully recovered (no residual effects). The physician assessment of the health problem was that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product were for the coronary artery sclerosis, no relation to the procedure, varipulse, or trupulse. For the post-herpetic neuralgia there was no relation to the procedure, varipulse, or trupulse. No abnormalities were observed prior to or during use of the product. Patient has history of hypertension and diabetes.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31392324l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).